Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon fired the ple60a device with a black reload. On the initial fire, there were unformed and malformed staples with more bleeding than normal. The procedure was completed with green reloads and oversewing the staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60t cartridge reload was received for evaluation. The reload was received in good visual condition and fully fired. Additionally two b-shaped staples were noted on cartridge deck. Furthermore, the returned reload was disassembled to verify the condition of the internal components under magnification and no anomalies were noted; no damage on deck was found. No functional test could be performed due to the condition of the reload. No device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video was received and based on the video evidence it is believed the complication may have been the result of deck deflection which results when the compression forces become large enough to cause the metal cartridge channel to roll outward. A slower less aggressive pulsing technique may have reduced the compression forces over time preventing the deck deflection observed in this case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? What was the location of the malformed and unformed staples (distal to proximal, left to right, etc)? Are pictures available of the staple line? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?